Event description:
It was reported that the patient phoned in to report their "device sounds like a siren." Follow-up was completed with the patient's clinic which revealed the patient's implantable cardioverter defibrillator (ICD) was making an audible alert due to rising/high right ventricular (rv) lead impedance. The allied health professional (ahp) at the clinic indicated the patient's rv lead had been extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that additional information regarding the rv lead revealed it was the superior vena cava (svc) defibrillation coil impedance that was rising/high and "unstable."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that right ventricular (rv) lead displayed an impedance warning for the rv defibrillation coil prior to the lead being extracted and replaced. No patient complications have been reported as a result of this event.